Manufacturer narrative:
This submission is considered an initial and follow up filing as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Device not returned to manufacturer.

Event description:
Patient reports that the needle was not attached to the device after injection of insulin. Needle not located on xray.